Event description:
The customer reported that his pdm was not working. He did not provide details. He stated that his blood glucose result reached 480 mg/dl, and he had to call emergency medical services. He declined to provide any further information.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. No malfunction or other product condition that would have contributed to the reported hyperglycemia and emergency medical services visit was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria.